Event description:
It was reported by the nurse that the end user she has been seeing at home has developed a pink, raised, itchy rash the mirror image of the stomahesive part of the stomahesive flexible wafer. This was reported to have occurred over the last nine months. The nurse discontinued the product last nine months. The nurse discontinued the product and the end user is now using hollister.

Manufacturer narrative:
Based on the available information, this even is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.